Event description:
It was reported that a catheter break occurred. The physician was attempting to place a flexima¿ drainage catheter in the kidney for a nephrostomy drainage procedure. During introduction the physician felt a "click" while handling the guide and felt he could not introduce it any further. Upon removal it was noted that the distal portion of the guide was broke and the catheter was damaged. The procedure was not completed due to this event. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the metal cannula, flexible cannula, catheter and accustick introducer were returned. A visual examination identified no anomalies or damages were noted on the metal cannula, flexible cannula, nor catheter. The dilator was torn approximately 4mm from the distal tip; the torn tip was not detached. The distal tip of the sheath was damaged. The metal stiffener was removed; residue was on the stiffener. The dilator was removed from the sheath residue was present between the dilator and sheath. A dimensional verification could not be performed due to the condition of the returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter break occurred. The physician was attempting to place a flexima drainage catheter in the kidney for a nephrostomy drainage procedure. During introduction the physician felt a "click" while handling the guide and felt he could not introduce it any further. Upon removal it was noted that the distal portion of the guide was broke and the catheter was damaged. The procedure was not completed due to this event. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).